Event description:
It was reported to MFR, that a customer had a problem with a magellan blood collection holder. The customer stated, that during activation of the safety device, the safety shield became detached and snapped off the needle. The product was disposed of in a sharps container due to an exposed needle. The phlebotomy tech did sustain a needle stick injury, during this event and is being followed up per hospital protocol.

Manufacturer narrative:
Per the customer, a sample will not be returned for evaluation. An investigation is currently underway, upon completion the results will be forwarded.